Manufacturer narrative:
Plant investigation: as the device was not returned, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during drain one of three of therapy. The patient had drained 500ml of an expected 1899ml at the time of the alarm. The patient cancelled treatment and upon removing the cassette, noticed that there was fluid leaking from the cassette into the cycler. During their next treatment, the patient contacted a technical support representative after receiving a heater bag not detected error message during the setup phase of therapy. The technical support representative advised the patient to discontinue use of the cycler due to the leak and to notify their peritoneal dialysis registered nurse of the event. The patient used manual supplies to continue with therapy without the cycler. The patient did not experience any symptoms or require any medical intervention as a result of the leak. The cassette used at the time of the leak was discarded and is no longer available for evaluation. The patient has received a new cycler and has been able to continue with peritoneal dialysis therapy. Additional information was requested but was not available.